Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 560 mg/dl with ketones. Reportedly, the customer suspected that the cause of the elevated bg was due to the tubing; however, was unable to specify if the tubing was the cartridge or the infusion set. Customer was treated with insulin drip. At the time of the reported event, the customer was still in the ER and was being monitored due to experiencing headaches, elevated blood pressure, and ringing in the ears. Multiple attempts were made by tandem technical support to follow-up with the customer; however, a response was not received.